Manufacturer narrative:
Product complaint #(B)(4). Investigation summary: no device was received for examination, therefore the reported event could not be confirmed. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Manufacturer narrative:
Product complaint # (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that on (B)(6) 2021, the patient underwent a surgery. Before the surgery, the instrument briefing session was held on (B)(6) 2021. During the briefing, it was found that the oil-like material was sticking on the handle. The nurse used another handle instead in the briefing, but another handle couldn¿t be used in the surgery at the discretion of the surgeon and nurse. This complaint was considered to have occurred due to a missing inspection at a distribution center in domestic, but it was reported as a product complaint because it might have been caused by the product.